Event description:
On (B)(6) 2021, a patient contact reported to fresenius technical services this 79-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent catheter surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient underwent a planned, nonemergent outpatient procedure for a pd catheter (not a fresenius product) reposition due to a malposition of their catheter. Prior to this event, the patient's catheter had migrated which caused drain complications during ccpd therapy on the liberty select cycler at home. It was affirmed the patient did not experience a serious injury or adverse event that could potentially cause or contribute to the malposition of their catheter. The patient recovered from the procedure and reportedly, is now doing well on pd therapy. It was confirmed the patient's pd catheter malposition, and the associated procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).